Manufacturer narrative:
Correction: d5 and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. The following handling methods may cause water intrusion into the vent metal: ·high pressure water flow hit the check valve of the vent cap directly. ·when the scope was submerged in water, a force was applied with a brush or other object that would open the check valve of the water leak detection cap. The foreign matter was collected and analyzed for its components, and it was found to be a mixture of organic silicone and silicic acid. The silicone is thought to be derived from medicines or antifoaming agents. The silicic acid is thought to have been generated by medicines, cleaning agents, or residual water. There was no deformation to the air/water supply nozzle. The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.